Event description:
It was reported that bd microbore tri-fuse extension set was occluded. The following information was received by the initial reporter with the verbatim: customer stated that alarming occluded after running . Item#mz9270.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.